Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7152946.

Event description:
It was reported that the patient went bradycardic during the implant procedure. The procedure was aborted, and the patient was stabilized. It was noted that the physician believed that the patient had vasovagal reaction causing the heart rate of the patient to drop. The physician did not believe this was related to the spinal cord stimulator (scs) equipment. The device was kept by the facility.